Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery problem when placed on the charger) is under investigation. Service evaluation is current underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the alleged defective battery pack. The pt received a replacement battery pack.

Event description:
An (B)(6) male patient's nurse contacted zoll customer support to report that the charger indicated a battery problem when the battery was placed in the charger. The pt was issued a replacement battery pack.